Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges on (B)(6) 2019. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse suspected the customer was not pouring enough sample into the sample cup prior to testing. The customer confirmed the sample cup was not filled properly. Siemens analyzed the instrument data and there was no product issue identified with the instrument. The cause of the two discordant falsely elevated ctni results was due to unintended use error. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant result of 0.08 ng/ml was reported to the physician(s) who questioned the result. The sample was repeated using the same instrument, resulting lower. The repeat result of 0.00 ng/ml was reported to the physician(s) as a corrected result. The patient was treated for a cardiac event. It is unknown what type of treatment was provided to the patient. There are no reports of adverse health consequences due to the two discordant, falsely elevated ctni results.